Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in inappropriate anti-tachycardia pacing (atp). There was also intermittent low out-of-range pace impedance measurements. Insulation damage was suspected. No adverse patient effects were reported. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.